Event description:
The lead was capped on (B)(6) 2011. Due to lead fracture greater than 3000 ohms, measurement less than 2000 ohms. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).